Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however the exact cause is unknown. One 0.018 in. Stainless steel guidewire was returned for evaluation. An initial visual observation showed two bends in the guidewire. A microscopic observation revealed the coiled wire was slightly kinked at the location of the two observed bends. The cause of the kinks in the guidewire is unknown; however possible causes include damage during packaging, handling, or use. The product IFU states: ¿be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire.¿ a lot history review (lhr) of reaz0644 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a deformation was found in the guidewire. Device was not used on patient. On 02/01/2018 - returned sample found a kinked guidewire.